Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an investigation of the reported failure of one device. A review of the device history record of the reload indicates the product was released meeting all quality release specifications at the time of manufacture. A review of the device history record of the handle could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Without the physical product, a definitive root cause could not be identified. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a video assisted thoracoscopy. The device misfired and was unable to retract blade and open jaws. The person was not injured or jeopardized. The surgery time was not extended by more than 30 minutes and re-operation was not necessary. There was no medical intervention and patient injury. Also, there was no reinforcement material used in conjunction with the stapling device. To complete the case, another loading unit was used.